Event description:
It was reported that the physician experienced very difficult deployment during a vena cava filter implant procedure. The hooks of the filter were stuck in the spline/catheter. The doctor manipulated the delivery system and was ultimately able to deploy the filter. A second femoral access was necessary to release the legs. No patient injury.